Manufacturer narrative:
(B)(4).

Event description:
On 05-jan-2017 new information received from the physician that the cause of death was cardiac arrest and cardiac rhythm disorder. The patient had qt prolongation, a sudden aggravation of heart rhythm disorders with cardiorespiratory arrest.

Manufacturer narrative:
(B)(4). The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. No defect, deficiency, or malfunction of the peg tube was described by the reporter. There are no anomalies with the abbvie peg tube reported that would contribute to the event. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2016, patient in (B)(6) was started on duopa therapy using a percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2016, patient passed away after a cardiac arrest. No further information was provided.